Event description:
Abbott supera peripheral stent,(B)(4), the cone (tip) broke off and traveled down artery of patients leg, and stent deployed. Diagnosis or reason for use: to treat occlusion of superficial femoral artery